Event description:
It was reported that the balloon failed to deflate, requiring additional device for removal. The 75% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 5.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, the balloon has deflation problem. The balloon was directly punctured outside the body to performed forced deflation. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the ranger global dcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was identified located approximately 19mm proximal of the distal marker band. An inflation/deflation test could not be carried out due to the balloon pinhole. A visual and tactile examination found no issues with the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.